Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the catheter was cut during spine surgery. The catheter was replaced. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the proximal (pump) segment of the catheter disconnected during spine fusion. The catheter was reconnected by the orthopedic surgeon. Patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a spinal fusion done and something happened that pinched the catheter and the patient wasn't getting any medicine for reportedly almost 2 months. That reportedly happened in september or (B)(6) 2013. The patient started feeling bad for a couple of days and his legs started twitching bad. The health care provider (hcp) then found the catheter was pinched and they replaced it two months later. The pump had first been replaced but not the catheter. Then, as reported, two months later the patient started having the problems of not getting medication and that was then when the catheter was replaced. The patient didn't hear any pump alarms at that time. The device system was used to deliver baclofen and dilaudid.